Event description:
It was reported that, during the implant of this implantable penile prosthesis, a perforation of the cavernosa and fluid loss in the cylinder were observed. The perforation was confirmed by the physician who observed that, upon inflating the device, a portion of one of the cylinders was visible through the cavernosa. The perforation was sutured shut. The fluid loss was the result of a hole created by a needle piercing the device. The procedure was aborted and rescheduled. A malleable prosthesis is scheduled to be implanted in the future. Other patient complications reported included inflammation, edema, swelling, and hematoma. The patient reportedly had fibroids that necessitated forceful dilation during implant. It was noted that the patient was kept in the hospital longer than anticipated due to these issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned components of this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically inspected, and leak tested. The first cylinder had a hole consistent with implant damage so it was not pressure tested. The other cylinder passed all tests performed, including pressure testing. The momentary squeeze (ms) pump was leak tested, visually and microscopically inspected, and functionally tested; no visual damage was found upon inspection. The pump and reservoir passed all tests performed. The identified fluid leak is the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported allegation related to a hole induced at implant, fluid leak, and mechanical issue but was unable to confirm the reported allegation related to migration, perforation, inflammation, edema, hematoma and extrusion.

Event description:
It was reported that, during the implant of this implantable penile prosthesis, extrusion of the device through a perforation and fluid loss in the cylinder were observed. The perforation was confirmed by the physician who observed that, upon inflating the device, the proximal portion of one of the cylinders had migrated into the glans. The hole was sutured shut. The fluid loss was the result of a hole created by a needle piercing the device. The procedure was rescheduled. A rigid prosthesis is scheduled to be implanted in the future. Other patient complications reported included inflammation, edema, swelling, and hematoma. The patient reportedly had fibroids that necessitated over-dilation during implant. It was noted that the patient was kept in the hospital longer than anticipated due to these issues. No additional adverse patient effects were reported. The device was returned for analysis.